Event description:
It was reported, to medtronic minimed. That the customer, experienced blank display, battery cap contact missing/damaged, damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. Customer reported, a blank display. Customer reported, that battery cap contacts are missing, damaged and/or corroded. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1884 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test. Unit was successfully downloaded using thump software. On adapt, the following battery alerts were recorded: failed batt test (58) on (B)(6) 2024 08:31:08.000. Battery fault (6) on (B)(6) 2024 08:47:46.000pump was cut open to perform a visual inspection and found moisture damage on the pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during the physical inspection: cracked case, broken battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and label missing display window. Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Unable to verify battery cap damage due to pump received without the original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.